Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive result was released and no harm was alleged. The patient sample was initially tested on liat sn (B)(4) at a sister facility and a positive sars-cov-2 result was observed. The same sample was sent to the customer for repeat testing and tested on two different platforms and generated a negative result both times. It was reported that although the positive result was released to the patient, there was no alleged harm and no delay in treatment as the test was ran for screening purpose. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was a weak positive for sars-cov-2 and near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive result was released and no harm was alleged. An investigation was conducted which did not identify any product problem. Upon review of the data the alleged run could not be confirmed to be a false positive as the pcr curve for sars-cov-2 showed a real amplification on the raw pdat data (low titer) . There was no evidence of a hardware issue nor a tube leakage seen for this run. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).